Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, extrusion, infection, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. The patient underwent mesh revision/removal on (B)(6) 2008 due to erosion. The patient underwent mesh revision/removal concurrently with vaginal reconstruction on (B)(6) 2009 due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient concurrently underwent colporrhaphy. It was reported that the patient underwent an excision of vaginal mesh due to protrusion on (B)(6) 2009 by dr. (B)(6).